Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the ambulance came and took them for hospitalization. The customer's blood glucose was 457 mg/dl at the time of incident. The customer's blood glucose was 112 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they received no delivery alarms, unexpected restart alarm and external ram error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart test. No unexpected error alarm, unexpected restart error alarm, error alarm or no delivery alarm noted during testing. However, an alarm found in alarm history. The pump alarmed due to corrupted history file. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.